Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.

Event description:
The implant failed due to infection. The implant was placed at #47 and removed after 3 months. Traditional 2 stage surgery.